Event description:
It has been reported the patient had been experiencing difficulties sustaining a communication between the ipg and the charging system. Further follow-up revealed, patient has recently lost significant amount of weight and that the ipg has been tilted. The patient currently has stimulation. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.